Event description:
Reporter stated receiving three, back-to-back blood glucose results of 114, 292 and 305 mg/dl. Control solution test was in range 139 (98-148) mg/dl. Reporter also stated he had a piece of pie between the 114 mg/dl reading and the higher two results. Reporter also added that he did not think he got enough blood on the teststrip for the first reading. Reporter was not sure if he was experiencing any symptoms.